Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6 )2009. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2013-00016. It was reported that following a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. In (B)(4) 2009, the procedure treated the target lesion located in the left anterior descending artery. Two 2.5x16mm taxus express2 atom stents were implanted in the target lesion. In (B)(4) 2012, the patient presented with a myocardial infarction and stent thrombosis. The cardiologist told the patient that one of the stents had a "kink" in it. The patient was discharged in stable condition.